Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008 as referenced. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
The patient is pursing a product liability claim arising out of the use of the durom acetabular cup. It was reported by patient's counsel that the patient received an implant on (B)(6) 2007, right hip, and was revised on (B)(6) 2012 due to loss of enjoyment of life due to additional surgery and failure of the product to perform as desired.